Event description:
Initial result for a patient creatinine was 1.6 mg/dl. When repeated on another analyzer the result was 0.8 mg/dl. The discrepancy was caused by an interfering substance, but there was insufficient sample to perform an identification.